Manufacturer narrative:
This reported event and any subsequent repairs have been investigated through the normal tsc troubleshooting process. A review of the source device service history record was performed beginning from the date of manufacture to the present date and indicated that this device has not been previously returned for service. The database showed no quality notifications were opened for the source device. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). Customer called requesting assistance exporting the network configuration from and connected 8015 to wireless then importing the configuration to alaris systems maintenance. After walking customer through procedure we connected a new 8015 with no network configuration. After transferring the network to the 8015 it successfully connected to the network, down loaded the data set and after cycling power the new data set was activated. No patient involvement. Serial number: (B)(4).